Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices was repaired and returned to the customer.

Event description:
This report summarizes 2 malfunction events where a midwest stylus plus handpiece overheated. No injury resulted in 1 event and 1 patient experienced minor burn with no intervention needed.